Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited under-sensing of intermittent premature ventricular contractions (pvc). Ventricular sensing was reprogrammed to unipolar mode. The lead remains in use. No patient complications have been reported as a result of this event.